Event description:
It was reported that the gynecologic laparoscope had lens fogs up, poor image quality, and a monochrome image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged due to stress. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fibre bonding in the outer tube area (distal end) is damaged due to a component failure. Olympus will continue to monitor field performance for this device.